Manufacturer narrative:
Continuation of d10: product ID 97755 ,product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp reported the patient is scheduled to have the implant removed (B)(6) 2024. Agent asked clarifying questions on cause for removal, and nurse reported the notes did not directly state cause for removal, but did report the following: there was unmanaged pain, and at the patient¿s most recent previous appointment, notes stated the patient reported a shocking and burning sensation that was intermittent. The ins was deactivated (date uncertain). Notes on patient¿s physical assessment from last appointment noted no wounds, rash, or notable visual signs of concern. Agent asked if there was any information regarding device heating, and nurse repeated the shocking and burning from the last appointment is all they have noted that is in any ways related to heating/heat. The nurse reported they believe it is likely being removed due to the shocking. Nurse could not clarify if any external device issue played a factor in having the device explanted, and does not have any record of serial numbers for external devices, and recommended to reach out to the rep that works with the patient. On (B)(6) 2024 additional information was received from the rep. The rep reported they did not receive any report of the implant heating. Rep was only aware of the recharger antenna burning, and could not confirm if the shocking/burning sensation was in reference to the implant or external device. Rep did not have external device information. Rep reported the patient told them the recharger burned them. Agent asked rep to clarify if visual burns or tissue damaged occurred or was observed, and rep reported they could not confirm if there was actual burns/tissue damage, but was told by the patient they were burned. Agent asked if recharger antenna burning had anything to with the implant being removed, and rep reported yes: the patient said the therapy was working well for them, but then the incident with the recharger burning them made them want to get the implant removed, because they were worried there would be an internal issue with the implant as well. Rep confirmed the patient did get the implant removed and they are in possession of the device and it will be returned. On (B)(6) 2024 the rep reported the recharger model was the older version without strain relief, but could not provide the serial number. The rep thought the patient was going to return the recharger, but could not verify if return had occurred.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# unknown implanted: explanted: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the rep indicated that they will ask the patient to return the charging antenna to them when he is available too. The patient has seen their hcp and plans to explant device. Patient weight is unknown.

Manufacturer narrative:
Analysis: pli#: 10, product ID#: 97715: analysis found no significant anomalies. Product ID: 977a260; serial#: (B)(6); product type: lead: analysis found no significant anomalies. Product ID: 977a260; serial#: (B)(6); product type: lead: analysis found no significant anomalies. Product ID: 97792; serial#: (B)(6); product type: accessory: analysis found no significant anomalies. Product ID: 97792; serial#: unknown; product type: accessory: analysis found no significant anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# unknown product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: unknown, ubd: , UDI#: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Rep reports patient contacted them yesterday to report that their antenna burned them on sunday night when they were recharging their ins. Patient is reported to be concerned that the burning has heated up the implanted battery and that it should be removed for their own safety. Due to this, patient is requesting it be removed and does not want a replacement antenna. Patient is reported to have an appointment set up with their physician to discuss removal and is requesting to obtain pictures and a report of the condition of the implanted ins. Rep reports patient reached out to their physician in their medical chart on monday morning. Patient is reported to have an older paddle.